Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. The yaw pulley was thermally damaged. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and was observed to have a broken wire. No fragment fell inside the patient. The customer completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The instrument worked as intended during the surgery. There was no incidence of unintended energy discharge or contact during energy activation. The instrument did not collide with any other instrument or tool during the procedure. The issue was resolved with a backup instrument.